Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow up, several atrial noise reversions and mode switch episodes were observed. Atrial lead noise was reproducible. The patient has not had any symptoms. Programming change was made, and the physician decided to continue monitoring the patient at this time. The patient was stable and discharged to home.